Manufacturer narrative:
Imdrf device code (B)(4).

Event description:
It was reported to boston scientific corporation on october 06, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a necrotic pseudocyst during an axios stent- collection drainage procedure performed on (B)(6) 2022. During the procedure, the physician did not hear an audible click upon deploying the second flange of the axios stent. When the second flange was deployed, the scope was then removed. However, it was noticed that the axios stent was fully deployed inside the scope, and not inside the patient. The procedure was completed with a 15mm axios stent. There were no patient complications reported as a result of this event.